Event description:
The customer called in to get a replacement insulin pump. The customer stated that she was hospitalized with a blood glucose reading over 600 mg/dl. The customer had changed the infusion set earlier in the day and did not receive any alarms. The customer stated that she was released from the hospital and after changing the infusion set again, her blood glucose levels went back up over 400 mg/dl. Her doctor told her to get the insulin pump replaced and to go on her back-up plan. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.